Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced blood glucose levels that ranged from 50-260 mg/dl. Reportedly, the customer alleged that the basal rates were "too aggressive" and need adjustments. Customer consumed carbohydrates to address the low bgs. Basal settings were adjusted and issue was resolved.